Manufacturer narrative:
Medical device lot #: 6336855, medical device expiration date: 03/31/2018, device manufacture date: 12/01/2016, medical device lot #: 7009736, medical device expiration date: 05/31/2018, device manufacture date: 01/09/2017, medical device lot #: 7030760, medical device expiration date: 05/31/2018, device manufacture date: 01/30/2017. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes had hard stoppers.